Event description:
During troubleshooting of a reload set 161 alarm, it was discovered that the alarm may have been caused by a crack in the four prong cassette. No pt injury or medical intervention was reported.

Manufacturer narrative:
The sample availability is unk at this time. Should the sample become available, a follow-up medwatch will be submitted. Baxter will be performing a batch review on the reported lot number. Should any deviations related to the reported issue be found, this info will be provided in a follow-up medwatch.